Event description:
It was reported that the customer passed away due to diabetes complications. It was stated that it is unknown if the customer was or was not wearing the insulin pump at time of death. It was stated that the customer was suffering from extreme high blood glucose for several weeks before his death. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.